Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The reported complaint of iabp fos not recognized is not able to be c onfirmed. The pump was serviced by a field service engineer and the issue could not be duplicated. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the intra-aortic balloon pump (iabp) would not recognize the fos. The user stated that the console would not autozero. The field service engineer (fse) was called in to service the iabp and could not reproduce the symptom using the fos tester, the iabp autozeroed in 10 seconds. There was no report of patient complications, serious injury or death. The patient was not harmed and was transported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) would not recognize the fos. The user stated that the console would not autozero. The field service engineer (fse) was called in to service the iabp and could not reproduce the symptom using the fos tester, the iabp autozeroed in 10 seconds. There was no report of patient complications, serious injury or death. The patient was not harmed and was transported.